Event description:
In 2007, this pt underwent endovascular repair using two gore tag thoracic endoprostheses. Post-operatively, the pt experienced temporary paralysis of the lower limbs. A spinal drain was administered and successfully treated the paralysis. The pt recovered and is doing well. Medical history includes dialysis and previous endovascular abdominal aortic aneurysm repair.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of add'l devices implanted in this pt: tg4015/05155482. Ts2430/05037044.